Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a cardioembolic cerebrovascular accident (cva) with hemorrhagic conversion leading to comfort care. No concerning device parameters were reported. The patient's inr was 1.2 and plasma-free hemoglobin was 16.3 g/dl. After the ischemic stroke the patient was placed on IV heparin, which was at a therapeutic level. The patient expired on (B)(6) 2015. It was also reported that the patient had multiple infections, including a mid-sternal infection, ventilator-associated polymicrobial pneumonia (vap), bacteremia, staphylococcus epidermidis and a central line-associated bloodstream infection. The patient was treated with vancomycin, meropenem, and ceftriaxone. It was also reported that suspected pump thrombosis was noted in the patient's chart. The vad coordinator stated that the patient's death was not device related and that the cause of death was related to cva conversion and multiple infectious sources causing sepsis.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined as the pump was not returned for evaluation. Stroke, infection, sepsis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.